Event description:
An attempt was made to use a complete se peripheral bare metal stent to treat a lesion with 90% stenosis and severe calcification in the right femoral artery. No abnormality was noticed in the inspection and preparation of the device before use. The lesion was pre-dilated with an admiral xtreme balloon with 30% stenosis remaining after pre-dilation. It was reported that the stent was optimally positioned across the target lesion prior to deployment. During the surgery the middle part of the stent (point of junction) became fractured in the process of deploying the stent. The physician used another stent to cover the fractured complete se stent. The patient is good. No clinical sequelae reported. Evaluation summary : the device was returned for analysis. The stent was not present on the device. There was a kink evident on the retractable sheath 8.4cm proximal to the tip and immediately distal to the strain relief .

Manufacturer narrative:
Evaluation results: (root cause is undetermined). Evaluation conclusion: (root cause is undetermined). (B)(4).